Event description:
It was reported that during a coronary artery drug eluting stenting procedure the stent came off the delivery balloon. During advancement of the taxus liberte stent delivery system in the left main coronary artery, the stent detached. The physician "couldn't see any explanation for what happened". The physician reported no difficulty in crossing the lesion. The procedure was completed with this device implanted in the intended location in the left main. There was no pt complications and the pt was reported to be "well, stable".